Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead .the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were oozing and discharge. Antibiotics were prescribed. Infection was not device related. It was noted that the patient was admitted in the hospital and in a coma. The patient underwent an explant procedure. The physician believed that the coma was not a device or procedure related. The patient was reportedly has movement.

Manufacturer narrative:
Additional information was received that the patient had a severe allergic reaction to gentamicin. The patient regained consciousness and was doing well.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were oozing and discharge. Antibiotics were prescribed. The physician stated the infection was not device related and that the patient had not healed properly due to being a heavy smoker. The patient underwent an explant procedure on (B)(6) 2016 and was doing well post-operatively. On (B)(6) 2016, it was noted that the patient was admitted in the hospital and in a coma. The physician stated the reason the patient was in a coma may have been a reaction to vancomycin, and possibly red man¿s syndrome or it was due to her body¿s reaction to the medication, as she is on kidney dialysis. The physician believed that the coma was not a device or procedure related. The patient was reportedly has movement.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were oozing and discharge. Antibiotics were prescribed. The physician stated the infection was not device related and that the patient had not healed properly due to being a heavy smoker. The patient underwent an explant procedure on (B)(6) 2016 and was doing well post-operatively. On (B)(6) 2016, it was noted that the patient was admitted in the hospital and in a coma. The physician stated the reason the patient was in a coma may have been a reaction to vancomycin, and possibly red man¿s syndrome or it was due to her body¿s reaction to the medication, as she is on kidney dialysis. The physician believed that the coma was not a device or procedure related. The patient was reportedly has movement.